Event description:
I am (B)(6) years old and I had lasik done on (B)(6) 2020. The vision in my right eye was still a little blurry for a few months until it adjusted, but besides that everything was fine up until 2 days ago on (B)(6) when I started seeing eye floaters in my left eye. I immediately called the doctor's office and the receptionist said that it's completely normal and to only call them if I start seeing flashes of light. After doing research I realized that it's not normal for someone as young as me to see eye floaters and that it is a big deal because it could lead to something worse. (B)(6) center.